Event description:
The patient's wife reported, that the pt experienced a loss of stimulation sensation and a return of symptoms and realized that this interstim device was off. The pt stated, that he had recently passed through many theft detectors while shopping. The pt's wife was able to successfully turn the device back on with the pt's programmer.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received, or the device returned, a follow-up medwatch report will be sent. See scanned page.